Event description:
The customer reported that the joint attaching the tubing leading to the plasma bag to the rest of the circuit, leaked and then detached when attempting to collect plasma. The customer declined to provide the patient weight. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation: the device history records (DHR) were reviewed for this lot. There were no issues noted in the DHR that would have contributed to what the customer experienced. The slip fit luer connection and adjacent tubing from the cobe spectra set were received for investigation. The luers were no longer attached together. In order to test the connection the luers were re-attached by hand (i.e. - pressed together). The luers/tubing were then solvent bonded into the collect line of a cat 70620 disposable and a simulated plasma collection (of 350ml at a plasma pump flow rate of 24.7ml/min) was carried out. During this time the luer did not leak. Near the end of the simulated run the blue slide clamp was closed on the collect line; the subsequent build-up of pressure resulted in an immediate leak. Subsequent re-opening of the clamp caused the leak to stop (i.e. - the press fit was still intact after the leak). The luer connectors were visually inspected and no notable defects were noted. Some minor "flow marks" were present in the female end of the luer, however, based on previous testing, as well as the testing carried out in relation to this specific complaint, these marks are not considered to have been related to this leak. No other customers have reported similar complaints for this lot. A review of the lot showed other similar occurrences from the same customer. Root cause: definitive root cause of the observed defect remains undetermined. Potential causes for this issue may include: -accidental closing of the blue slide clamp during manufacturing, or -accidental closing of the blue slide clamp at the customer site, or -inadequate connection of the luers during manufacturing -an occlusion at the bag bond socket (the bag was not received on this occasion). Corrective/preventive action: subsequent to manufacturing lot 09t15222, the relevant process has been re-validated and staff re-trained.